Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the package had no lid on the inner sterile package. No health consequences or impacts were reported. Reportable as a breach in sterility may cause or contribute to serious injury to the patient. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2: foreign: denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.